Event description:
It was reported that a patient underwent a gyn procedure in 2023 and barbed suture was used. During the procedure, the sales rep reported that the pa that works in gyn space complained that when using stratafix spiral pds for cuff closure the CT-1 needle drags too much on trocars, especially plastic trocars, and at times makes the needle pop off the suture. He said this issue does not occur with traditional suture, only with stratafix. They are considering going back to using vloc and the gs-21 needle. Surgeon doesn¿t want to go down to a CT-2 needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if this occurred just with one device? The pa brought the information to me in reflection to his most recent case but he said it has happened multiple times. He couldn't put an exact number to it. He said the needle always drags on the size 8 trocar so it is a reoccuring theme. Did the event occur during one or multiple patient procedures? Multiple but the pa couldn't put a number to how many times. What is the total number of procedures? Unknown. What is the total number of products involved in this event? One per procedure. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Not to my knowledge. If this event occurred in multiple procedures, please provide the following information for each patient event. I do not have this at this time but will continue to report as I get information from the pa. What is the lot number? Unknown. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6) pa. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.